Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. No malfunction was found by service, which proceeded with the regular maintenance service and, as a precaution, recalibrated the thrust force. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump gave "error 5".